Manufacturer narrative:
(B)(4). Medical product: articular surface mc left 20 mm catalog#00587806535, lot#64975771; nexgen tm std primary patella catalog#00587806535, lot#64975771; tibia tm two-peg fixed. Catalog#42530006701, lot#64678601; cancellous screw fully threaded 20 mm. Catalog#00484002000, lot#ni, qty#2; biomet bc r 1x40 us catalog#110035368 lot#k1904z34da. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00198.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately six weeks post implantation the patient underwent a manipulation under anesthesia due to arthrofibrosis. At the following visit, the patient showed improved range of motion.